Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A device history review has been completed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a hemicolectomy case, activation tones were provided by the generator in use but the vessels being worked upon were not sealed. The vessels were described as being 2-3mm in size. It was reported there was some blood loss, but the amount of blood loss was not made available. The patient did not require a transfusion.